Manufacturer narrative:
Customer is having difficulty obtaining enough sample. Capillary tube was utilized; no indication of misuse or technical issues. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio meter = 2.2 inr, reference = 6.0 inr, mean = 4.10, confidence limits = 2.3-5.7. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. As of 10/22/2010, product is not expected to return and no strip lot info is provided. Unable to perform in-house investigation. No further investigation will be pursued. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No product was expected to be returned. No strip lot info was available. Root cause could not be determined from the info provided by the customer. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.2, lab: 6.0. Caller reports that pt was very difficult to obtain sample.